Manufacturer narrative:
A ge svc rep performed an onsite investigation. Parts were replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed a communication failure error message. This error message will likely result in a system lock-up or shut down or prevent the system from booting up. There is no report of pt injury associated with this event.